Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead perforated into the pericardial space and caused the patient pain while pacing. As well, the lead had high thresholds, and no capture. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.